Event description:
A peritoneal dialysis patient reported that when the cassette was removed post treatment, it was noted that there was fluid leaking inside of the cassette door. The patient confirmed that there was fluid inside the pump module. The cycler will be replaced. The cassette product information is unavailable.

Manufacturer narrative:
Device part number and lot were erroneously entered in follow up 1.

Event description:
A peritoneal dialysis patient reported that when the cassette was removed post treatment, it was noted that there was fluid leaking inside of the cassette door. The patient confirmed that there was fluid inside the pump module. The cycler will be replaced. The cassette product information is unavailable.

Event description:
A peritoneal dialysis patient reported that when the cassette was removed post treatment, it was noted that there was fluid leaking inside of the cassette door. The patient confirmed that there was fluid inside the pump module. The cycler will be replaced. The cassette product information is unavailable.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that when the cassette was removed post treatment, it was noted that there was fluid leaking inside of the cassette door. The patient confirmed that there was fluid inside the pump module. The cycler will be replaced. The cassette product information is unavailable.